Event description:
The customer report to olympus during preparation for a procedure their evis exera iii video system center did not display any images when connecting the light source scope to the device. There was no death, injuries or harm reported with this event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. During the inspection they confirmed no image displays when connected to the 180 light source scope due to a defective printed circuit board. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the defective/faulty printed circuit board (dr board) could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the dr board. The dr design change was confirmed to have been made on april 16, 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.